Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for a low blood glucose reading of 31 mg/dl. The customer stated he suffered a hypoglycemic seizure prior to the hospitalization. Troubleshooting was performed and the insulin pump programming was correct. The customer changed the infusion set the day prior to the hospitalization.